Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered iive rounds of inappropriate anti-tachycardia pacing (atp) and four inappropriate shocks due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in service. No adverse patient effects were reported.